Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and manually bagged and then placed on a second unit. There were on reports of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse reported a loose internal cable. The cable was reseated and the unit passed extended self testing. No parts were replaced.